Manufacturer narrative:
One e2750 was received for evaluation. Evaluation of the incident device did not confirm the reported event. An electrode was inserted into the handset and the grey collet was tightened. The electrode was held securely in the collet and could not be pulled out without effort. The electrode did not fit loosely. The devices functioned normally when activated with the generator. The investigation found the device to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. The instructions for use state that when installing the electrode, loosen the handset lock nut by turning the nut counterclockwise. Insert the electrode shank into the nose of the handswitch. Tighten the lock nut by turning the nut clockwise until the arrows on the handset body and lock nut are aligned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the device was used as indicated but the shaft disengaged from the pencil grip. The shaft was connected to the grip but easily disengaged. A new pencil grip was used to continue. There was no patient harm. Nothing fell into the patient cavity.